Event description:
It was reported that the patient presented in-clinic for a scheduled procedure. On review of transmission, it was found that the right-atrial (ra) lead exhibited low pacing impedance. As a resolution the lead was capped and replaced on (B)(6) 2024. There were no patient consequences, and the patient was stable.